Event description:
Surgeon removed variax foot h-plate, t-plate and 11 screws. Only the h-plate was found to have a black sludge beneath the plate on the surface of the bone. This plate was in-situ for 12 months for a lisfranc fusion, that was successful and metalwork being removed due to discomfort for the patient. One of the distal (2.7mm) screws in the h-plate had broken but surgeon noted that the black sludge was more prevalent at the proximal end of the h-plate, away from the broken screw. Given that there was nothing abnormal with the t-plate, surgeon suggested that it may relate to tendonitis given the in-situ location of the h-plate, directly beneath the extensor tendon.

Manufacturer narrative:
Investigation in process but not yet complete.